Event description:
The customer contact reported that the "set broke at the clave when pulled by the nurse." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. However, during verification testing at the manufacturing facility, it was found that the proximal tubing and the integral y-clave of the 6" tail were separated from each other. One used device was received and evaluated. The sample was examined under ultra violet light and an appropriate amount of solvent sealer in the joints between the proximal tubing and the integral y-clave of the 6" tail was found. Additionally, it appeared that the tubing was not inserted completely into the arm of the clave. The most probable cause for the low insertion between "integral y clave" and the tubing was identified as the operator did not perform a step correctly in the product process specification during the normal manufacturing of this set.